Event description:
A customer reported that the insulin gauge displayed an amount different than expected on a previous day. The discrepancy was greater than 30 units, with the expected amount being around 240 units. There was no adverse impact to the customer's blood glucose level. The caller was advised to contact technical support for troubleshooting if the issue recurs, and they acknowledged this instruction.